Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Customer¿s blood glucose (bg) was "high"; although specific value was not provided, with ketones. Ketone levels considered life threatening by their health care provider. Elevated bg was addressed by a manual insulin injection. The customer's parent changed the pump supplies to address the occlusion and successfully resumed insulin therapy.